Event description:
Complainant alleged that while attempting to monitor a pt, the device would intermittently not power up. Upon powering up it would shut down after approx 10 minutes. Complainant indicated that there was not adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.